Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain additional information regarding this event were unsuccessful, including, a final attempt by letter. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.

Event description:
The customer reported sparking from the pump in style transformer housing.